Manufacturer narrative:
Results: two photos were received by bd canaan and evaluated. One photo depicted package from batch #7122961 (p/n (B)(4)). In the second photo only a part of the barrel was visible with bd logo and partially visible scale markings. A plunger rod was next to the barrel covered with a post-it note, so only parts of it were visible. The retaining ring inside the barrel was clearly visible. No visible defects were observed in the photos. DHR review for batch 7122961 (p/n (B)(4)): manufacturing dates: 05/18/2017 to 05/20/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7122961 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. End-user error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ tip syringe malfunctioned as they drew the patient's 0400 ammonia lab out of his broviac using the stopcock method, the plunger of the syringe popped out of the syringe barrel with the seal coming off as well. The line was clamped and the stopcock was removed. A peripheral stick was then used to obtain the blood draw. The doctors were called and notified of what happened and labs and imaging were requested. It was stated that there were no labs or imaging that could be done at this time. The patient was assessed and placed on cardiorespiratory monitors and monitored closely.